Manufacturer narrative:
Initial

Event description:
It was reported that a caregiver stated the ilet delivered more insulin than expected, with concern that the system was giving 4 units instead of 3 units, and the patient experienced low blood glucose readings of 66 mg/dl by fingerstick and 72 mg/dl by sensor without symptoms. Symptoms included asymptomatic hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no hospitalization. Investigation included data sync and review of the device report by support, with education provided on system function. Investigation of this case revealed that the ilet delivered a small additional correction (approximately 0.1 units) associated with the prior meal entry and maintained glucose in range, consistent with expected algorithmic learning and dosing behavior; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with normal device performance and patient-specific glycemic variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.